Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0n560, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that since implant the patient was not getting good relief and originally setting was 3.4v. The goal was to below 400cc residual in the evening and never really got it that low. There was a period of time where it was 450cc to 500cc for few days. The patient was not feeling the tingling in the lower tailbone / spine area any more. Setting was at 3.5v now. The patient gets a numbness near the buttock area where the device is located which started 2-3 weeks ago it was noted that over the weeks the patient adjusted stim to between 2.0v to 3.8v but was unable to get good result. The patient reported the body gets adjusted to stim and may not feel stim like he use to but to focus on relief. The patient has an appointment with hcp (healthcare provider). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.